Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
While the patient was at home six hours after a 6f angio-seal evolution device was deployed, site of the angio-seal deployment was bleeding and the patient experienced pain. The patient collapsed and presented to the emergency room. The patient was sent to surgery for repair of the left external iliac artery and transfused with four units of rbc. The medical records indicated that the primary diagnosis was bleeding at the left external iliac artery which caused a retroperitoneal haematoma with more than two liters of blood loss. It was reported to be a high puncture. The patient had good femoral popliteal pulse and was discharged on (B)(6) 2014.